Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: c-2317-50, serial: (B)(4), batch: 5099455.

Event description:
It was reported that the patients leads were not working due to impedances. The patient underwent replacement procedure of one of the leads and was pleased with coverage therapy postoperatively. The explanted lead will not be returned.